Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's recently implanted right ventricular lead exhibited no capture. Upon review, right ventricular lead dislodgement was observed. The lead was successfully repositioned on (B)(6) 2019. The patient was stable throughout.